Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis and blood glucose levels above 700 mg/dl. The customer stated she was feeling ill so she went to the hospital for treatment. The customer stated that the doctor wanted the insulin pump replaced. The customer did not want to troubleshoot, but the time, date and basal rates were programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.